Event description:
The facility reported an infusion pump w/ failure code 570. The event was reported to have occurred during pt use. The hosp representative stated there was no pt injury or med invertion. Though requested, no add'l info was provided regarding pt's demographics, med involved, or device programming. Although requested, no add'l contact info was provided.